Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having oblique lateral lumbar interbody fusion spinal therapy for kyphosis. It was reported that when an attempt was made to insert the cage, half of the cage was inserted and would not proceed, so it was decided to remove the sleeve of the inserter because it came off. When attempting to remove the device with the remover and slap hammer, the gripping part of the cage was damaged. The end plate of the remaining cage was removed. There were no patient symptoms reported. There were no further complications reported regarding the event. 2025-feb-10_ared (rep): additional information was received via manufacturer representative that there were no broken fragments left inside the patient. Additional information was received via manufacturer representative that there was no device allegation/malfunction associated with inserter and hammer. The reported cage was broken into two pieces and there is no suspected manufacturing issue as it happened during normal usage of device.

Manufacturer narrative:
G2: country or origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part# 4922050, lot# 09mf visual and optical inspection revealed the cage was returned damaged. A portion of the nose of the implant has broken. The broken portion was broken into several small pieces. The remaining body appears to be undamaged. It appears the cage was broken due to excessive force placed on the cage during the implant process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.